Event description:
It was reported that within 24 hours of turning off the device the patient stopped falling. The falling began pretty much quick after turning on the device. They hadn't fallen but once since and it had been about 6 months. The patient did break their nose, fracture their tibia and injure their shoulder. One of the doctors thought it was probably due to the dbs causing balance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.